Event description:
Patient reported that their one touch ultra test strips were peeling back. They also reported the precision testing they had performed with results of 313 mg/dl, 295 mg/dl, 262 mg/dl, and 520 mg/dl done within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose resutls exceeds the expected value of <=20% and/or <=20 mg/dl thereby indicating a potential malfunction of the meter in terms of precision.